Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The pump was tested with a good battery cap. The pump was also received with normal operating currents. No blank display during testing was noted. No damage was found on the lcd isolation tape. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 145 mg/dl. The customer stated that he got his pump a new battery and it is still off. The customer stated that he got a no power message from the pump. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.